Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a routine device change out procedure, the pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis confirmed the reported backup vvi mode. The root cause of the anomaly could not be determined.